Event description:
It was reported that the customer inadvertently performed the load fill tubing sequence while connected to the site. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. The customer's blood glucose (bg) level was 148 mg/dl. Reportedly, the paramedics were called and transported the customer to the emergency room (ER). Customer address their own bg with a soda and customer was not treated while in the ER.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.